Event description:
This is being filed as a tear in the anterior mitral valve leaflet occurred during the implantation of the mitraclip and the mitral regurgitation (mr) grade increased. Another mitraclip procedure was performed and is considered medical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014. Three clips were implanted reducing the functional mr grade from 4 to 2. In (B)(6), two months post procedure, the patient decompensated. The echocardiogram showed the mr anterior to the first clip (40430u1/29) with a tear in the anterior mitral valve leaflet. Another jet was visible medial of the third centrally implanted clip. The physician thought that the tear occurred while he was implanting the first clip and the additional jet noted was caused by disease progression. On (B)(6) 2014, another mitraclip procedure was performed. Two clips were implanted to stabilize the previously implanted first clip and to reduce the mr grade. A duct-occluder was then placed anterior to the first clip. Post procedure the mr grade was reduced from 3 -4 to trace (less than 1). There was no adverse patient sequela. Two still procedure images were received for review. The first image is the fluoroscopic image titled "before" shows the three clips that were implanted in (B)(6) 2014: 2 medial and 1 central.

Manufacturer narrative:
(B)(4). The mitraclip remained implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system. A review of the lot history record revealed no nonconformances that would have contributed to the reported event. Information provided in the case details stated that in the opinion of the physician, the tear was caused while implanting the first clip and the worsening mitral regurgitation (additional jets) was due to the progression of the disease; therefore, the reported patient effects appear to be due to patient/procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second image titled after is also fluoroscopic and shows the three clips that were previously implanted along with the additional two clips (#4, 5) that were implanted in the (B)(6) 2014 case along with the atrial septal defect occluder. No additional information was provided. The clip remained implanted on the mitral valve leaflets. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.